Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 was failed to stay closed. A field service engineer (fse) removed the back panel, checked the latch inseparable, removed the latch assembly and replaced the latch inseparable, reassembled the drawer, connected the bus cables and powered the station up to resolve the issue. The fse also logged into the hardware test application (hta), tested the drawer successfully and had the customer to recover the storage space. Preventive maintenance was also performed, the fse removed various objects between cubie drawers as well and tested in hta successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer had failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.